Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the rated balloon burst pressure." Mustang¿ pta balloon rated burst pressure is 20 atmospheres (atm). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. An ultra high flow introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, an 8.0 x 40, 75cm mustang balloon catheter was advanced for predilation. The balloon was inflated four times at 21 atmospheres, 22 atmospheres, 24 atmospheres and at 24 atmospheres. However, upon the fifth inflation, the balloon ruptured at 24 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.